Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section g3: date received by manufacturer was inadvertently left blank in the previous report: the aware date for the previous report was 13dec2024. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. It was not communicated whether the device would be returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event and the transplanted product disposition; however, no additional information was provided by the transplanting hospital. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient received a heart transplant on (B)(6) 2024.

Event description:
It was reported that patient elevated on transplant list due to right ventricular dysfunction. The patient received a heart transplant on (B)(6) 2024. It was reported that the device operated as anticipated while at clinic. The patient was transferred to westchester medical and transplanted outside of the reporting clinic so additional information not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.